Manufacturer narrative:
PMA / 510(k)#: k060743 or k122558. Initial reporter phone #: unknown. Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: a full root cause analysis could not be conducted with the available information and is closed without a conclusion. Until samples are available no further investigation will be carried out. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that the plunger rod separates with a bd ultrasafe x100l pr clear ssl nvs stein. The following information was provided by the initial reporter: plunger rod not attached to syringe.